Manufacturer narrative:
The customer¿s report of a tubing separation was confirmed. Visual inspection showed the set was separated at the engagement between the drip chamber and the tubing; further inspection showed insufficient solvent applied at the engagement. Functional testing was not performed due to the obvious damage. Dimensional analysis found the tubing was within specification. The root cause of the tubing separation was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after the infusion of ivig the rn proceeded to flush the tubing to push the medication back up to the drip chamber while squeezing the tubing below the drip chamber. Then the tubing disconnected directly below the drip chamber and the rn disconnected it from patient. There was no patient harm.